Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on further review by edwards lifesciences engineering. The following sections of this report have been updated: h6 investigation conclusion code "40 - cause traced to another device" corrected to "44 - cause linked to device but unable to trace more specifically", additional information added to h10. A corrective action preventative action (CAPA) determination was initiated to capture CAPA decision assessment.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: updated h3, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions, also additional code being added to h6 investigation conclusions is "40 - cause traced to another device". The commander delivery system was provided returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: during balloon inflation, the inflation balloon deployed symmetrically. No abnormalities noted on spring balloon. X-ray image of inflation balloon and spring balloon revealed no abnormalities. Visualization of spring balloon adhesive via uv light revealed no abnormalities. Functional testing was performed. Full gross alignment and fine adjust were performed without abnormalities. The device was evaluated for balloon inflation/deflation time to simulate transcatheter heart valve (thv) deployment, and the measurements met specification. Additional testing was performed by evaluating the effect of variable crimping and balloon inflation techniques on the uniformity of balloon inflation. The results demonstrated that balloon inflation was even and was not impacted by the crimping technique or inflation speed. However, physically constraining distal balloon gave rise to uneven balloon inflation by causing the proximal shoulder to inflate first. Imagery was provided for review and revealed the following: calcification present in the aortic root, access vessels, and descending aorta. The right femoral access to bifurcation transition appears to be calcified and undersized. Video of procedure under fluoroscopy was evaluated and the following was observed: crimped thv observed not properly aligned between the valve alignment markers prior to deployment. During deployment, the balloon is observed to initially inflate from the proximal shoulder and almost reached full inflation before the distal side started to be inflated. Balloon eventually achieved full inflation and valve was implanted successfully in target location. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of the valve not being aligned between alignment markers when deployed was confirmed by review of the provided imagery. Per training manual, "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker". Despite the valve not being aligned between the markers, the user decided to deploy the valve. As such, available information suggests that use error may have contributed to the complaint event. The event of inflation difficulty was confirmed through the provided video. In this case, evaluation of returned device revealed no visual abnormalities that could impact balloon inflation characteristics. The inflation/deflation cycle time conformed to specification with or without crimp valve. Further functional testing also demonstrated that the balloon was able to be inflated evenly irrespective of crimping technique and/or inflation speed used. However, per functional testing, the inflation balloon was able to be inflated asymmetrically at proximal shoulder when the distal balloon was physically constrained with a rigid cylindrical tube. While no device problem was identified during the evaluation, these findings indicate that the reported event may be related to the sheath distal tip torn resulting in device interactions. To further investigate and assess the potential risk associated with the issue, a product risk assessment has been initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. However, a product risk assessment has been initiated.

Event description:
As reported by an edwards lifesciences field representative, during deployment of a sapien 3 ultra valve in the aortic position, only the outflow portion of the 23 commander balloon inflated first with no expansion of the inflow. Only after extra pressure was applied did the inflow portion of the balloon inflate. The valve was not fully aligned between the markers before deployment, and the team did not feel as though it needed to be adjusted as it was "only off slightly". The valve appeared to move more ventricular due to the uneven balloon inflation. The valve was implanted in a good position of 90:10 (aortic: ventricular), and the patient did not experience any injuries.

Manufacturer narrative:
Investigation is ongoing.